Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of made mistake/touch contamination and peritonitis with culture positive for gram positive organism coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the event of peritonitis. Treatment was not reported. The cause of the peritonitis was reported as patient made mistake/touch contamination. At the time of this report the patient was recovering from the event of peritonitis. An outcome was not provided for the event of made mistake/touch contamination. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. The nurse did not provide causality for the event of made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11b21041, h11c24092, h11d11097, and h11d27028 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.